Event description:
Eleven years after having breast implants, I became ill. I had mouth ulcers, gi issue, severe fatigue, memory loss, brain fog, joint and muscle pain. Went to physician. After physician no one could find what was causing the pain and overall inflammation that was going on with me. I felt I needed to have my implants removed. I had them removed, my right implant was completely crystalized and I still have residue that shows up in my mammogram. I am (B)(6) y/o and on disability, and now on long list of medications just to get through the days. Ref: 350-1645, lot# 225479 left / 350-1645, lot# 245567, sn: (B)(4) right.